Manufacturer narrative:
Pump received with intermittent button response and constant tone due to flattened (escape, up and act ) button dome switch (no crease) and no unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s current blood glucose level was 109 mg/dl and the blood glucose at the time of incident was 46 mg/dl. Customer stated that the blood glucose range was upto 300 mg/dl. The customer was treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported event. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis. Frn-unk-rsvr, ozo-unk-snsr, unomed inf set.